Event description:
Haemonetics was informed that a patient allegedly underwent a groin procedure using the vascade closure (model unknown) device. The patient reported the device failed and resulted in a life threating injury with ongoing complications. No further information was provided.

Manufacturer narrative:
Since no model or lot number was provided, it is unknown whether the device was returned, and the device's manufacturing records cannot be reviewed. The product code "mgb" used in section is a place holder as an entry is required for submission purposes. A review of the complaint found that the patient stated having related images and requested the contact information for haemonetics' legal staff, which was provided. No additional information or images have been provided at this time. This event is being reported per 21cfr 803 as an adverse event. This report does not constitute an admission by haemonetics that the product described in this report has any defects or has malfunctioned. This report is being filed as an abundance of caution. Should additional information be obtained, this report will be supplemented accordingly.